Manufacturer narrative:
(B)(4). The cause for the disconnection of the supply bag was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during fill one of three. The hp stated that the heater bag became disconnected from the setup. The technical service representative (tsr) advised the hp to start over with new supplies. No adverse event was indicated in association with this report. No additional information is available.